Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm adapter defective/damaged the child was just 2 days old and was admitted to our neonatal ward with a neonatal upper respiratory tract infection. On (B)(6) 2025, at about 8:30, the nurse used a closed IV needle to perform a puncture, during which everything was fine. On (B)(6) 2025, at 10:09, the nurse found that the child had finished the infusion, and then the tube was closed with physiological saline. The tape holding the needle of the heparin cap was removed and the rubber at the front of the cap was found to be detached, which was immediately sterilized and replaced with a new heparin cap with no adverse effects on the child.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4243811): 1) the products of this batch were assembled at intima ii auto line 2 in sep 2024, and packaged at r240 package line in sep 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products is 4236069, review the raw material inspection records, no abnormalities. 2. The customer returned 4 photos, but did not return the defective sample. The photos show that the sku is 383028, and the batch code is 4243811, the sleeve stopper of the prn is separated from the bottom housing. 3. The retained sample of the complaint batch is taken for 45psi leakage test and the prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing), and the test result is within the product specifications. 4. The possible factors affecting the separation force between the sleeve stopper and the bottom housing: raw material factors (including the tension of the sleeve stopper, the degree of shrinkage of the shrink band), the assembly of the prn, the flow rate and pressure during the use of the indwelling needle. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The photos show a defect of the sleeve stopper of the prn is separated from the bottom housing, as no obvious prn assembly issue can be identified from the photos, and no complained sample is received, the defect of the prn cannot be analyzed, so the root cause of the complaint cannot be confirmed. The plant will continue to track this issue.